Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient suffered cardiac tamponade. The target lesion was located in the lateral coronary vein. During the procedure, a dynamic tip¿ unidirectional steerable diagnostic catheter and non-bsc decapolar catheter had been used. The dynamic tip¿ unidirectional steerable diagnostic catheter was able to be removed. The patient suffered tamponade. Consequently, patient underwent hemostasis surgery and the issue was resolved. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the device does not have visual defects. Functional inspection revealed that the steering knob functioned properly. The curve is placed in the template area, the device passed the dimensional test. The catheter connector mated to the test cable with no issues. An electrical test was performed on all electrodes with the continuity test box and no issues on the electrodes. The device passed the electrical tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that patient suffered cardiac tamponade. The target lesion was located in the lateral coronary vein. During the procedure, a dynamic tip¿ unidirectional steerable diagnostic catheter and non-bsc decapolar catheter had been used. The dynamic tip¿ unidirectional steerable diagnostic catheter was able to be removed. The patient suffered tamponade. Consequently, patient underwent hemostasis surgery and the issue was resolved. There were no further patient complications reported.